Manufacturer narrative:
The insulin pump failed the displacement followed by a motor error alarm during the rewind due to an out of phase motor encoder signal.

Event description:
The customer reported a motor error alarm during the rewind. The insulin pump was not exposed to high magnetic fields. The displacement test could not be conducted due to the motor error alarms. Advised the customer that the insulin pump would be replaced. Nothing further was reported.